Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was due to the electrode belt ECG "c&d" cable being cut, causing the belt to be unable to run falloff test and detect and treat testing. The root cause for cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt cable was damaged.